Manufacturer narrative:
Device analysis: one device and two pictures were returned for investigation. The returned sample was visually inspected from 12'' to 16'' and normal conditions of illumination. No defects were found. Functional testing was done where the cuff was successfully inflated with a syringe. Complaint issue was not confirmed. Device history review found no non-conformities during the manufacturing process of the reported lot number. No actions taken required since the complaint was not confirmed.

Event description:
It was reported that during the pre-use check, the customer noticed the cuff was inflated slowly. He suspects there is an anomaly in the cuff. No patient injury reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.